Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen is not working. It was reported there was no patient involvement at the time the issue was discovered. Per source notes it was confirmed that the customer refused service and repair for unknown reasons. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.